Event description:
While using a byte night aligner, a patient experienced disc displacement with reduction on the right side with accompanying capsulitis and myalgia. Patient was advised to stop treatment and see an orthodontist for traditional treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.